Event description:
According to the reporter, while transecting the pulmonary fissure during a laparoscopic video-assisted thoracoscopic surgical lobectomy procedure , the stapler was unable to fire. When the surgeon squeezed the handle, neither did the knife nor the staples came out. The surgeon used another device in order to complete the case. There was no reported patient injury.